Event description:
Dislocated twice, first time closed reduction, second time removed and replaced with larger head and constrained liner.

Manufacturer narrative:
Evaluation summary: the device was in-vivo approximately 6 weeks. The trilogy longevity constrained liner was not available for analysis, and its condition is unknown. The mating acetabular shell, femoral head, and femoral stem components are unknown, and their conditions are also unknown. The surgical notes from the primary surgery are unavailable. It is unknown if the components were implanted with the correct orientation as per the surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. The instruments used in primary surgery are also unknown. Patient activity level is unknown. The rehabilitation regimen, both physical and pharmacological, and compliance thereof are unknown. Based on the above information and observations, dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell and/or stem). This may have led to impingement (levering) of the stem against the liner, which could lead to femoral head/liner dislocation. Unsatisfactory liner implantation. If the liner was not seated or orientated as per the surgical technique, the misalignment of the liner may also lead to impingement of the stem against the liner. Extent of soft-tissue constraint. Incorrect soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint. Patient behavior. However, the exact cause of the current situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.